Event description:
It was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2: type of follow up - additional information/ device evaluation h3: device evaluated by mfg - additional information h6: additional information.

Event description:
It was reported that receiver reinitialization occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A functional test was performed and passed. A receiver download was performed and alertsystemcheckpass was observed. The allegation was confirmed due to the finding of a screen initialization without manual restart. The probable cause could not be determined. No injury or medical intervention was reported.